Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-02874 and #3005099803-2012-02875 pertain to the other devices. It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced serious bodily injuries, including significant physical pain, which include chronic severe pain, chronic infections, lower urinary tract obstruction and urinary retention, constant pulling sensations, constant foul odor, mesh erosion, increased sui, repetitive vaginal infections, obstruction of the bladder neck. All other information, including the patient's current condition, is unknown and reportedly unavailable.